Event description:
Reporter alleged that the inform meter had signs of melting and burning present. Some of the contact pins are missing and the plastic in and around the area is melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.